Event description:
On (B)(6) 2013, the pt alleged that his v.a.c. Freedom unit was defective and that he almost died. No additional info was provided. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the pt. On (B)(6) 2013, it was determined by kci quality engineering that the customer complaint could not be confirmed. At least five (5) unsuccessful attempts where made to retrieve the v.a.c. Freedom device. To date, this device is unavailable for evaluation in kci quality engineering.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged event is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info in order to determine a root cause. There have been several attempts made to gather additional info, but there has been no response.